Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/2003). Immucor technical support used a remote electronic connection method on 27apr2018 to assess the instrument test well image in question which appeared as visually weak negative, with a halo. The instrument camera setting was optimal and within calibration. The instrument event log showed no error happened during testing. The immucor laboratory was unable to test retention product because the product had already expired. Therefore a DHR review was performed on 03may2018 which showed that the product performed as expected at the time of market release. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project 13-005. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The internal immucor tracking number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready indicator red cells by galileo echo method, when tested on (B)(6) 2018.